Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic ) shutdown unexpectedly during patient support. Battery still had full charge. Aic was removed from service. No patient harm reported due to this issue.

Manufacturer narrative:
The investigation into the aic - shutdown or restart issue has been completed since the original report was filed. The console was returned for investigation, but the failure mode seen on 11/16 was not reproduced. The pbm was examined for any contamination that could have impacted communication, but none was found. Additionally multiple attempts to run a pump and modulate the p-level did not reproduce the failure mode nor point to what caused the initial unexpected restart. The cause of the issue was not determined since the failure mode was not reproduced.